Manufacturer narrative:
Upon additional information, this event will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. A revision procedure took place to reposition this lead. The ra lead remains implanted. No adverse patient effects were reported.